Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was returned to medtronic for evaluation. The capsule was not returned. The delivery system was investigated visually for external damage. The delivery system was not bent and the plunger was not broken. The emergency release on the delivery system was not implemented. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visible damage. As the product was received, the device functioned per specification.

Event description:
A repeat procedure was not performed. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was not performed prior to the procedure. The site has been performing procedures for about ten years or more. Lidocaine was the lubricant used to facilitate capsule placement. No known adverse events were reported.